Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the cheek, chin, and pyriform augmentation with 2 ml of juvéderm voluma® xc and 1 ml of juvéderm vollure¿ xc. Two months later, soon after receiving an unspecified vaccine, the patient experienced ¿swelling tenderness which progressed to firm and swollen palpable nodules.¿ the event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00363 (allergan complaint # (B)(4)) and MDR ID# 3005113652-2022-00365 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma® xc (lot: vb20b10683).